Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 25 mg/dl. The customer stated that she had been taking new blood pressure medication. The customer was shaking in her sleep, but did not feel the effects of the low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.